Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's jaws were loose and coming off where they were attached by the cables. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 11/18/2025: the customer believed the instrument was just very loose where the jaws are attached to the cables and that it was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset of the tips were 0.75 mm. The grips were not found to be cracked. The grips opened and closed properly. For clarification, the customer complaint was "jaws are loose". A visual inspection was done, and the grip tangs were found not to be loose, but the grips were slightly bent. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.